Event description:
According to the available information the device failed. There was no injury to the patient and a second implant was successfully implanted.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Nc-000056 was associated with this lot. The complaint being reported (mechanical failure) is not related to the issue identified in the nc (sterilization pre-vacuum out of spec).